Manufacturer narrative:
A review of the device history record for sn (B)(4) was performed from the date of manufacture 03/21/2006 to the present date 10/14/2020 and note that this device has been returned for service once without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. (B)(4) for ail sensor, (B)(4) for door latch.

Event description:
The customer reported broken/damaged. It was reported there was no patient involvement.